Manufacturer narrative:
A partial lead with the connector pin measuring 22.5cm was returned for analysis. External insulation abrasion was noted at 14.3-14.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up for a device that was in backup vvi. Attempts to reload the firmware were unsuccessful. A few days later, the patient presented back to the emergency room due to inappropriate therapy. Review of the impedance trend showed low, out of range, high voltage lead impedance measurements. The lead was capped and replaced. Patient condition is good.